Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot. Unknown, articular surface, unknown lot. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently about 12 years later, they had a revision due to pain and swelling. Upon opening knee joint significant metallosis in tissue was noted. Femoral component was loose and was easily removed, tibia appeared well fixed. Surgeon retained existing tibial component. The surgical technique was utilized. Attempts have been made and no further information has been provided.